Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, daily, ip) and tobramycin (40mg, daily, ip). Dianeal therapy and remedial treatment with vancomycin and tobramycin were ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy